Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 390 mg/dl. Troubleshooting was performed and customer was hospitalized due to hyperglycemia. It was found that the customer has treated the high blood glucose event with the insulin pump. The customer was using the insulin pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The customer will continue the use of the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below the boluses listed on the event date (B)(6) 2023 in the pump history file (primary svn 000316218467). (B)(6) 2023 04:43:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3. Bolus amount delivered = 3. (B)(6) 2023 05:41:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.1. Bolus amount delivered = 1.1. (B)(6) 2023 07:59:00.000 normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed = 8.6. Bolus amount delivered = 8.6. (B)(6) 2023 10:43:14.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5.3. Bolus amount delivered = 5.3. (B)(6) 2023 17:14:08.000 normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed = 10.6. Bolus amount delivered = 10.6. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 (primary svn 000316218467). (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time = (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 41.1. Daily total of basal insulin delivered = 12.5. Daily total of bolus insulin delivered = 28.6. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date (B)(6)2023 in the pump history file (primary svn 000316218467). (B)(6) 2023 10:01:00.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. (B)(6) 2023 10:16:00.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. There were no "no delivery alarm" noted on the event date (B)(6) 2023 in the pump history file (primary svn 000316218467). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (primary svn 000316218467). (B)(6) 2023 18:20:00.000 alarm alert notification. Fault number = low battery alert (104). (B)(6) 2023 03:51:00.000 alarm alert notification. Fault number = change battery fault (73). (B)(6) 2023 04:01:00.000 alarm alert notification. Fault number = change battery fault (73). (B)(6) 2023 04:19:20.000 battery removed. (B)(6) 2023 04:19:20.000 alarm alert notification. Fault number = battery removed (84). (B)(6) 2023 04:22:00.000 alarm alert notification. Fault number = off no power (11). (B)(6) 2023 04:25:33.000 battery inserted. Low battery alert was due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. Off no power was due to battery power depleted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Please see below for the boluses listed on the event date (B)(6) 2023 in the pump history file on svn 000316218412. (B)(6) 2023 08:06:40.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5.1. Bolus amount delivered = 5.1. (B)(6) 2023 11:51:40.000 normal bolus delivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.4. Bolusamountdelivered = 5.35. (B)(6) 2023 14:45:48.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.5. Bolusamountdelivered = 0.75. (B)(6) 2023 15:43:42.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.4. Bolusamountdelivered = 2.4. (B)(6) 2023 16:56:07.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.3. Bolusamountdelivered = 1.85. (B)(6) 2023 18:25:09.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.1. Bolusamountdelivered = 2.1. (B)(6) 2023 19:36:58.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.7. Bolusamountdelivered = 1.7. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file on svn 000316218412. (B)(6) 2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime =(B)(6)2023 00:00:00.000. Dailytotalofallinsulindelivered = 30.45. Dailytotalofbasalinsulindelivered = 11.2. Dailytotalofbolusinsulindelivered = 19.25. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date (B)(6) 2023 in the pump history file on svn 000316218412. (B)(6) 2023 06:08:37.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended. (B)(6) 2023 19:38:43.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 2(B)(6) 2023 in the pump history file on svn 000316218412. (B)(6) 2023 18:20:00.000 alarmalertnotification. Faultnumber = low battery alert (104). (B)(6) 2023 03:51:00.000 alarmalertnotification. Faultnumber = change battery fault (73). (B)(6) 2023 04:01:00.000 alarmalertnotification. Faultnumber = change battery fault (73). (B)(6) 2023 04:19:20.000 batteryremoved. (B)(6) 2023 04:19:20.000 alarmalertnotification. Faultnumber = battery removed (84). (B)(6) 2023 04:22:00.000 alarmalertnotification. Faultnumber = off no power (11). (B)(6) 2023 04:25:33.000 batteryinserted. (B)(6) 2023 11:51:40.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 12:01:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 14:45:48.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 14:55:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 16:56:07.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 17:06:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. Low battery alert was due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. Off no power was due to battery power depleted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. No delivery (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs). Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.